Event description:
A cartridge change error was reported when the pump malfunctioned. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reinserting the cartridge, which had not been fully inserted initially.